Event description:
The customer reported that the insulin pump is delivering insulin intermittently. The customer stated that the lowest his blood glucose levels have been while on the insulin pump have been 260 mg/dl. The customer stated that the insulin pump sometimes delivers insulin, and other times it doesn't. The customer has discontinued using the insulin pump, and has reverted to manual injections. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.